Event description:
Healthcare professional reported via 67th annual general meeting and academic meeting of the japanese society of plastic surgeons, general oral speech 34 "o-266 consideration of breast implants inserted in our hospital over the past 10 years that were later removed," "33 breasts in 29 cases have been removed so far, and the cause was exposure due to skin necrosis or infection in 6 cases (21% ), breast malformation in 5 cases (17%), contracture in 5 cases (17%), pain or discomfort in 3 cases (10%), deviation in 2 cases (7%), exposure in 2 cases (7%), breakage in 2 cases ( 7%), infection in 2 cases (7%), postoperative hematoma in 1 case, and recurrence in 1 case. There were two cases in total who requested removal after receiving explanations about the allergan recall." Status of all devices is unknown.

Manufacturer narrative:
Citation: 67th annual general meeting and academic meeting of the japanese society of plastic surgeons, general oral speech 34; o-266. "Consideration of breast implants inserted in our hospital over the past 10 years that were later removed." The events of exposure, necrosis, infection, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: exposure; necrosis; infection; capsular contracture, baker grade unknown; "breakage"